Event description:
It was reported the device was alarming -cassette not attached-. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The customer stated problem was not duplicated. The unit was tested by operating the attach/detach cycle many times and the pump was found to be operating normally. Review of the event history log found the alarm being displayed multiple times. The dso (downstream occlusion) sensor was be replaced as a preventative measure. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No manufacturing related causes or potential causes of the customer's reported problem were found during the review of service and repair records. Therefore, no manufacturing DHR review is needed.